Event description:
It was reported that the ilet pump issued repeated restart alert 41 during a supply change, and the user was unable to proceed with the insulin shaft rewind, consistent with a failure to infuse and associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of the information provided by the user. Investigation of this case revealed a communications problem identified, with a medical device problem of failure to infuse and involvement of the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.